Event description:
It was reported to philips that the allura device would not boot up. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that system did not start. Upon functional testing, fse found the flexvision pc was defective. The fse replaced the flexvision pc. After the replacement of the flexvision pc, the system was returned to use in good working order. These codes were updated based on investigation outcome.